Event description:
A patient contacted zoll customer support to report that the monitor powered on with a code 103 (memory map table corrupt fault). The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (code 103) was confirmed. As received, the monitor failed incoming testing and displayed code 103. Upon eval, the av flash memory was corrupts and unable to be programmed. The cause of the corrupt memory is defective memory and pld components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.